Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The electronic module was replaced and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a pre-operative check, the unit didn't deliver any tidal volume and failed patient pressure, blower pressure and ventilator verification test. There is no patient involvement.